Manufacturer narrative:
The three complaint devices were received and evaluated. Visual observation of the electrodes reveals the distal tips shows signs of activation. There is tissue debris around the tip and saline solution stains on the device¿s surface and in the suction tube. Under magnification, it was observed that the manifold shows signs of melting between 4 - 9 o'clock positions of the tip of the first device, between 5 - 9 o'clock positions of the tip of the second device and between 5 - 6 o'clock positions of the tip of the third device. This damage to the tip would lead to the sparking at the active tips, confirming this complaint. These devices were not tested for safety reasons. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ no further information was provided to determine if the above mentioned factors contributed to this failure. Due to an increasing trend in the number of this reported failure, a supplier CAPA-(B)(4) has been created to investigate this failure. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the complaints system revealed two similar and one dissimilar complaint for this lot of devices that was released to distribution. Since the function of the electrode is to ablate tissue, the risk associated with sparking of the electrode tip within the joint space is low. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch: 1221934-2017-10067, 1221934-2017-10068.

Event description:
During cruciate ligament reconstruction, it was noted that the blade had electric leakage. It could not cut. Changed new one to continue. The blade could not cut and had electric leakage. Changed the third one to continue. The blade had some issues. Changed the fourth one to complete. There was no adverse event on patient and surgeon.

Manufacturer narrative:
This follow up medwatch is being filed to correct the manufacturer's awareness date. Although the complaint was originally reported to mitek on august 31, 2016, the failure was deteremined to be reportable on feb 17, 2017 after additional information was received from the affiliate.